Event description:
Boston scientific received information that this pacemaker is nearing replacement. However, upon device check, the battery gauge was noted to be inconsistent with the longevity estimate on a programmer. Boston scientific technical services (ts) discussed the current bins and the impact of bin shifting on longevity. No reprogramming changes were made at the follow up but slight changes in the impedance measurements were noted. Ts noted that it does not take a large change in impedance to cause the device to switch from one bin to another. Ts advised a memory download for further analysis. Additional information indicated that the impedance changes were considered normal variations and no memory download was performed. Follow up was continued. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.